Event description:
A 28mm diameter x 16mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2000. Aneurysm and vessel morphology are unknown. It was reported that, during abdominal exploration, the stent graft was found to have eroded through the aorta into the duodenum; therefore, the device was explanted. During the explant procedure, there was no bleeding from the erosion site; however pus was present. The pt remains hospitalized with a fever, possibly due to infection. The explanted stent graft has been received by medtronic ave, and its analysis is pending.